Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause is unknown. Two photo samples of a stylet were returned for evaluation. The first photo sample shows two segments of the stylet. A kink was observed on the dark colored segment. The second photo showed two segments of the stylet. The core wire was observed to be protruding and coiled from the segment on the upper right. Based on the description of the reported event and photo samples returned, possible contributing factors sharp instrument damage, advancement against resistance, and kinking of the stylet. As the stylet was observed to be broken in multiple segments, the complaint is confirmed but the exact cause is unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr1552 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion of PICC line, the stylet broke off inside the basilica vessel and had to be retrieved by radiology.